Manufacturer narrative:
Radiometer has concluded the investigation and found the root cause to be use error. Use error most likely due to inadequate sample handling.

Event description:
According to the complaint, the customer did not believe that the abl90 flex plus analyzer (serial number: (B)(6) hemoglobin (thb) results are correct. There's a discrepancy between the haematology analyzer (sysmex) and the abl90. Units of measurement is g/l. Analyzer: date: time: result: sysmex, (B)(6), 02:30, 82, abl90, (B)(6), 02:51, 107, abl90, (B)(6), 20:20, 132, sysmex , (B)(6) , 20:00, 44, sysmex, (B)(6), 17:40, 42, sysmex, (B)(6), 09:51, 90, sysmex, (B)(6), 21:30, 69, sysmex, (B)(6), 10:12, 91. Customer do not believe that the abl90 results from (B)(6) 2023 and (B)(6) 2023 were correct. The customer considered these abl90 flex plus thb result as false high. 1 unit of packed cells were transfused into the patient at 22:00, (B)(6) 2023 based on the sysmex results and unrelated to the abl90 results. The customer performed additional comparison mesurements on (B)(6) 2023 and found the results to be satisfactory between analyzers. They suspect that it was a pre-analytical cause with the discrepant thb results. For example, inadequate mixing of the blood gas samples.